Manufacturer narrative:
The company service representative, was able to resolve the reported event remotely with the customer. And therefore, no parts needed to be replaced. The company service representative, explained proper use of the system. And determined, that there were no functional issues with the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system performed as intended. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic surgical console presented aspiration pressure power did not increase up to maximum value in ultrasound mode and irrigation and aspiration mode. The procedure was completed and there was no harm to the patient.